Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, they suspect the olympus device may have been contaminated after use on a tuberculosis (tb) positive patient because five (5) patients also tested positive for tuberculosis. The intended procedure for each of the 5 patients was a bronchoscopy with lavage or aspiration. There were no issues during the procedures and the procedures were successfully completed with the same device. There were not any procedural delays. The patients' bronchoscopy samples (from lavage or aspiration) tested positive for tb with a polymerase chain reaction (pcr) test. The patients did not exhibit symptoms. Ziehl staining and bk culture have remained negative in all cases so far. The patients underwent no targeted treatment, their health status is good. Clinical imaging was not suspected for tuberculosis in any of these patients. To date no consequences for patients, but uncertainty as to whether the use of a 'possibly contaminated' bronchoscope could lead to contamination in patients in whom the bronchoscope was used. The doctor's opinion as to why a causal connection between this endoscope and the aforementioned infections is suspected is as follows: shortly before the discovery of the 'false positive' results, a bronchoscopy was performed in a patient with severe open tuberculosis. This could potentially have caused contamination of the endoscope. Incidentally, no other explanation could be found for the many positive pcr tb results in such a short period of time (2 weeks). Analytical devices in the lab were also checked and samples were retested in another hospital where positive pcr was also confirmed. There were no indications that the endoscope has not worked properly or has not been properly disinfected. The endoscope tested negative for tb. This complaint involves 5 reports: patient identifier (B)(6) is for patient 1. Patient identifier (B)(6) is for patient 2. Patient identifier (B)(6) is for patient 3. Patient identifier (B)(6) is for patient 4. Patient identifier (B)(6) is for patient 5. This report is 3 of 5 for patient identifier (B)(6) for patient 3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Date returned to manufacturer was 26-apr-2022 (utc). Device manufacturer date was 28-oct-2019 (utc). The device was returned to olympus for inspection, the repair center found bending section rubber glue peeled off and insertion tube wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, we could not judge relation between the event and the device. The information obtained from the investigation is as follows. -tuberculosis was not detected from the subject device in the test performed by the user. -bacteria were not detected from the subject device in the test performed by third party. -review of the information on reprocessing at the user facility confirmed no obvious deviation from IFU. Olympus will continue to monitor field performance for this device.